Event description:
It was reported that during pt support the rotaflow console displayed the sig! Message indicating the need for more contact paste. Upon applying the contact paste to the drive of the rotaflow console, the customer could not get the flow to re-zero with several attempts. The unit defaulted to a faultbub message with the inability to zero the flow. The unit was exchanged for another. The pt was supported by hand cranking during the exchange of the device. No reported pt effect. (B)(4). Ref MFR # 8010762-2015-00706.